Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 76 mg/dl at the time of the call. The customer was given d50 to treat until their level got to 110 mg/dl. The customer kept getting no delivery alarms and their levels went very high and they started treating using manual injections, and that caused them to bottom out. Customer was also working in the yard and may have had a delayed insulin reaction. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the highs but not the low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.